Event description:
During the implant procedure, while using the medtronic catheter passer, the external jugular vein was nicked and the patient experienced bleeding. Physician made a separate incision, located the vein, applied pressure, and sutured to stop the bleeding. This resolved the issue.